Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system and review of the device logs that no speaker failure issue was confirmed. The fse left the device for a continuous operation test with the customer in which no irregularities were found. The fse recommended that the customer replace the device's outdated battery and speaker in an abundance of caution.

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed a speaker malfunction. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A good faith effort was sent to confirm if the customer's device had sound at the time of the event.